Event description:
It was reported, with a patient n the cot, the release handles allegedly did not lock and the unit reportedly lowered to the ground. The crew was able to ease the cot down and no injuries were reported.